Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 625cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 24-nov-2020, the suspected medical device was returned for evaluation. On 12-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the anterior view and extending to the posterior view, consistent with a crease/fold. Leak testing was performed according to the mentor procedure, and the result revealed a tear within the crease/fold.on the posterior view, measuring less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms, date of explantation, and replacement devices. The patient experienced bilateral capsular contracture. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the date is (B)(6) 2020. The patient underwent bilateral removal and replacement with two 750cc mentor memorygel breast implant prostheses (catalog #: 3507501bc, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-sep-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6)2020. The relevant field has been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Updated h6 patient code 3191: anisomastia, medical device removal. Manufacturer's reference number: (B)(4).